Manufacturer narrative:
H10 : h3,h6: the device reported, intended to be used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number h109500 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force (2) expected wear and tear.there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. D4: lot number and device expiration date added. H4: device manufacture date added.

Event description:
It was reported that the speedstitch device was missing screws and not working properly. This was noticed before the procedure; therefore, no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.